Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a complex congenital anatomy. Flows in the operating room (or) were consistently 2.3-2.7 liters per minute (lpm) despite medical and equipment management. Low flow software was requested for the patient while the patient was being caught up on volume and while their vasoplegia was subsiding. Post operation day one their flows had improved to 4lpm. The center had requested to keep the low flow system controller on the patient for now as they were very tenuous and had difficult anatomy. Their chest had remained open. The patient had a small body surface area / small ventricle requiring removal of the mitral valve. The patient also had right ventricular (rv) dysfunction that existed prior to pump implant, and a device related issue did not cause or contribute to right heart failure. It was communicated on (B)(6) 2024 that the low flow alarms resolved with software upgrade, and that the patient had low flow, hypovolemia, and hypotension due to vasoplegia. Volume resuscitation and medical treatment of vasoplegia with some time resolved the reported issues. The patient was stable and recovering in the intensive care unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the IFU, revision b, are currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, that may be associated with the use of the hm3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.". Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.